Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that approximately 5 hours after lead implant, the patient began experiencing extreme back pain, and right leg weakness that progressed to partial paralysis. The physician brought the patient back to the operating room immediately and explanted the whole system. It was indicated that there was epidural hematoma at the lead insertion site. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative on 2018-feb-06 confirmed that the explanted devices would not be returned for analysis. The patient¿s adverse events had resolved. The patient was recovering from surgeries with no lingering effects. It was noted that the patient was in good spirits. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.